Event description:
Reportedly, after the instrument was fired, its jaws would not release from the tissue and a small piece of the instrument handle broke off. Therefore, the surrounding tissue was transected to remove the instrument and complete the case. Procedure: unk. Pt status: no pt injury reported.